Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had scratches on the screen and batteries was not lasting. Customer's blood glucose was 6.6 mmol/l. Customer stated the display was getting to the point that it was getting hard to read and navigate. Scratches were from normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.